Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. The customer experienced an elevated blood glucose level of 600 mg/dl. A manual insulin injection was administered to address the bg level. Tandem technical support confirmed the wake button functioned as intended.